Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Device name: cook spectrum minocycline/rifampin impregnated double lumen central venous catheter tray (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the medical staff using cook spectrum minocycline/rifampin impregnated double lumen central venous catheters feel that they are "clotting a lot more frequently than those without the antibiotic in them". Additional information has been requested regarding patient and event details but is currently unavailable. No other adverse effects have been reported for this incident.

Manufacturer narrative:
Investigation evaluation: a review of the complaint history, device history record, instructions for use (IFU), and quality control was conducted during the investigation. The visual inspection of the complaint device could not be completed as the complaint device was not returned for investigation. However, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found the risks associated with the devices are acceptable when weighted against the benefits. A review of the device history record for 4 potential lots containing this product that were shipped to the customer found no related nonconformances, and a database search found no other complaints on these lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: suggested lumen utilization: triple-lumen: ¿#1 distal exit port (end hole) ¿ whole blood or blood product delivery and sampling; any situation requiring more flow rate; cvp monitoring; medication delivery; power injection studies. It is strongly recommended that this lumen be used for all blood sampling. ¿CT¿ labeled on the distal #1 lumen hub indicates that this is the lumen which should be utilized for power injection. #2 middle exit port ¿ medication delivery; acute hyperalimentation #3 proximal exit port ¿ medication delivery.¿ suggested catheter maintenance: ¿ to prevent clotting or possibility of air embolus, the double-lumen¿s #2 lumen, the triple-lumen¿s #2 and #3 lumens, and the five-lumen¿s #2, #3, #4, and #5 lumens should be filled with saline solution or heparinized saline solution (100 units of heparin per ml of saline is usually adequate), depending on institutional protocol, prior to catheter introduction. Any unused lumens should be maintained with continuous saline or heparinized saline drip or locked with heparinized saline solution. Before using any lumen already locked with heparin, lumen should be flushed with twice the indicated lumen volume using normal saline. Lumens should be flushed with normal saline between administrations of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock.¿ how supplied: ¿supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, no inspection of the product, and the results of the investigation, a root cause was established as component failure without manufacturing defect. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.